Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that undefined alarm occurred. Customer's blood glucose was above 300 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.